Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage on electronics noted during testing. Analysis was unable to verify compromised force sensor system alarm and battery out limit alarm due to button error alarm. The insulin pump had scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm and compromised force sensor system alarm. The customer's blood glucose was 287 mg/dl at the time of incident. The customer stated that they corrected the blood glucose with manual injection. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.